Event description:
It was reported that the device exhibited multiple episodes of non-sustained rv oversensing, suspected to be due to myopotential oversensing. The device was reprogrammed and patient will return for follow-up. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.